Event description:
Ser# (B)(4), per (B)(6), dealer sold 7-23-12 sending over signed delivery slip, chairs starts at regular speed starts slowing down, turns off and on and does the same thing, states battery testing is fine.